Event description:
Revision surgery - patient dislocating.

Manufacturer narrative:
This failure investigation is limited in scope since none of the products from the revision surgery were returned to encore for examinations. A review of the manufacturing records found no discrepancies. Since the revision surgery occurred 10 years after the initial implant, the most likely root cause is insufficient or compromised soft tissue to keep the joint from dislocating. There is no indication that the implant design or materials were related to the revision. This is the final report.